Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the insufflation unit emitted an alarm sound, suddenly shut off, and could not be turned back on. The issue occurred during a therapeutic laparoscopic uterine fibroid removal surgery. The procedure was completed with a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.